Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the most distal strut row were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm x 4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 16 synergy drug eluting stent was advanced. However, during procedure the tip of the stent strut was lifted up. The procedure was completed with another of same device. There were no complications reported and the patient is stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16mm x 4.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.